Manufacturer narrative:
The cause of the waste splashing injury was an unusual event. The customer had initiated a disconnect of the instrument waste line prior to siemens healthcare diagnostics inc. Field service engineer (fse) involvement. The customer had moved the instrument from usual waste drain connections. When the fse removed the disconnect fitting, residual pressure in the vestigial waste line caused the spray. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A siemens healthcare diagnostics inc. Field service engineer (fse) was performing operations on the dimension xpand instrument and was sprayed with waste water when removing a blockage in the waste drainage line. The fse and a laboratory operator were sprayed in the face and eyes. The fse and operator both received medical attention to flush their eyes with saline and an antibiotic eye ointment was prescribed.